Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 13 days post lens implantation the lens was exchanged for a lens of the same model but different diopter. The reason for the exchange was not provided. Additional information has been requested but no new information has been received.